Event description:
Product analysis was completed on the explanted generator. No anomalies were identified and the generator performed per specifications. The generator was not at end of service. All attempts for further information from the reporter have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was admitted to the hospital for status epilepticus and had vns generator replacement surgery performed due to reported generator end of service. The explanted generator has been returned and is pending analysis. A manufacturer implant card was received documenting the generator was replaced for battery depletion. Diagnostics with the new vns generator and resident lead were within normal limits. Attempts for additional information are in progress.